Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl. The customer reported that the belt clip was cracked out. The customer also reported that they received change sensor, sensor updating and calibration not accepted alert. Customer stated the site was not actively bleeding. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.